Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the buttocks. It was reported that the sensor was inserted into the buttocks. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). The patient did not report injury or medical intervention.